Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the sight glass required replacement. The technician replaced the sight glass, tested the sterilizer and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.